Event description:
Additional information was provided on 04mar2019. There were no adverse effects to the patient due to this occurrence.

Manufacturer narrative:
Investigation/evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, quality control data, and trends. The syringe component of the device was returned for evaluation. The returned packaging confirms lot number 8857263. Visual examination noted the tip of the returned syringe is broken and peeled back. A review of the device history record for lot 8857263 showed no non-conformances. A review of complaint history revealed no other complaints have been associated with lot 8857263. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: instructions using the enclosed syringe, begin filling the balloon to the predetermined volume through the stopcock. Upon removal from the package, inspect the product to ensure no damage has occurred. The investigation found there were no other complaints related to this production lot number. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The complaint was confirmed based on evaluation of the returned device. The cause of the event is unknown. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k # k170622. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported while preparing for a balloon tamponade procedure using a bakri tamponade balloon catheter, the provider found that the tip of the syringe provided in the device kit was broken. Another syringe was used from the hospital stock instead. It is unknown if the patient experienced any adverse effects as a result of this difficulty. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.